Manufacturer narrative:
Additional information: manufacturer narrative. Root cause: the root cause for the reported issue of an patient-side occlusion alarms was not determined because no products or device logs were returned.

Event description:
It was reported customer alleges the device is more sensitive and alarms patient-side occlusion often. The customer's auto restart attempts configuration is set at 5 for the adult profile, and 2 for the pediatric profile. There was patient involvement but no harm. The customer has stated no further information is available.

Event description:
It was reported customer alleges the device is more sensitive and alarms patient-side occlusion often. The customer's auto restart attempts configuration is set at 5 for the adult profile, and 2 for the pediatric profile. There was patient involvement but no harm. The customer has stated no further information is available.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.